Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high thresholds, undefined, high impedance and the lead warning was triggered. The lead fracture was suspected. The ra lead was reprogrammed and remains in patient. No patient complications have been reported as a result of this event.